Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient wanted to inform the manufacturer representative (rep) to not come to her appointment today because her implant is not charged. Patient mentioned that she lost her recharger and it was replaced, but per call records, that was (B)(6) 2024. Patient then mentioned that she met with someone last month and it was determined that her implant should be replaced because patient can't recharge and that it was due for replacement anyway, since it's been about 6 years. Technical services(ts) tried to get clarification but caller said she didn't want to talk about it. No symptoms were reported.